Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
No injury [no adverse event]. Tip cracked and came off while using the new oral-b brush [device breakage]. Case narrative: consumer via e-mail stated that the tip cracked and came off while using the new oral-b toothbrush head. No injury was reported. 19-feb-2025 follow up via email: the consumer confirmed that there was no injury and stated that they used the oral-b toothbrush, model d505.513.3 bl. No injury was reported. 20-feb-2024 follow up via email: the suspect product lot was p3258. No injury was reported. 28-feb-2025 follow up via digital safety assessment survey: the consumer was a 35-year-old male and he did not contact a healthcare professional. No injury was reported.

Manufacturer narrative:
On 22-apr-2025: product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
No injury [no adverse event]. Tip cracked and came off while using the new oral-b brush [device breakage]. Case narrative: consumer via e-mail stated that the tip cracked and came off while using the new oral-b toothbrush head. No injury was reported. On 19-feb-2025: follow up via email: the consumer confirmed that there was no injury and stated that they used the oral-b toothbrush, model d505.513.3 bl. No injury was reported. On 20-feb-2024: follow up via email: the suspect product lot was p3258. No injury was reported. On 28-feb-2025: follow up via digital safety assessment survey: the consumer was a 35-year-old male and he did not contact a healthcare professional. No injury was reported.